Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected insulin pump error/defect noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was low they ate 3 spoons of sugar, blood glucose was 68 mg/dl at time of incident, 58 mg/dl, ate again blood glucose was 52 mg/dl, 96 mg/dl, dropping 87 mg/dl, ate steak, salad, baked potato and glucose tablets. Customer doing tempal basal at night 50% and blood glucose was 450 mg/dl and did bolus 100% and blood glucose was 250 mg/dl. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer was neither in emergency services, nor admitted into hospital as a result of low blood glucose. Customer did not allege insulin pump was over delivering. Customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. Advice to customer that the insulin pump will need to be replaced and discontinue use of the insulin pump. The reservoir, insulin pump will be and sensor will not be returned for analysis.